Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for the se 2267 (air and fluid in set) that occurred during fill was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The root cause for this incident is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air and fluid in set) during fill on the homechoice. The patient was connected at the time of the alarm, and did not disconnect at any time prior to the alarm. All bags were properly spiked and connected and no open clamps on any unused supply lines were noticed. The patient reported that the tubing had kinks in them. The technical service representative advised the patient to start over using new supplies. No patient injury or medical intervention was reported.